Event description:
The pt called because the test strips fell out of range using the control solution. The pt tested their blood glucose and received a 157 mg/dl and passed out. The pt was taken to the hospital and there is no information on what the reading was in the hospital and pt was treated with IV. The test strips were in good condition and not expired and the control solution was opened less than the discard date. The control solution test failed twice. Based on the information provided, there is no evidence of a serious injury at this time. This case is being reported as a malfunciton, since the test strips failed using the control solution.